Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen gradually became dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:visual inspection of the pump confirmed that the display screen was faded with discolored lettering. Unrelated to the complaint, the battery compartment was found to have a small cracked near the pump case seal.